Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation sumnmary: the protege gps self-expanding biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The protege gps stent delivery system, (sds), was return loose, nested inside several bags. The sds deployment paddles were approximately 35mm distant from each other, the safety locking pin was loose, and the manifold to outer sheath bond was fully compromised. Dry crystalline sanguine material was noted on the outer sheath of the sds. The strain relief was removed to allow examination of the manifold to outer sheath bond fillet. Using backlighting, the location of the retainer was found to be approximately 261mm proximal of the distal end of the distal marker band. The stent length associated with this device was 150mm. The inner guidewire lumen exhibited stretching. The outer sheath was pulled proximal with ease to expose the retainer. The inner guidewire lumen exhibited accordion folding just distal to the retainer. A mass of biological material encompassed the inner at the position the outer sheath was when the sds was returned.

Event description:
This procedure was performed in (B)(6): while deploying the protege stent, only the first half deployed. The rest of the stent remained in the deployment system. The doctor detached the handle from the shaft and applied extra force to withdraw the delivery system, which then deployed the rest of the stent in an elongated manner.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.